Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain; cramping") and genital haemorrhage ("unusual bleeding; heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("irregular periods/ irregular menstruation / prolonged menstruation"), depressed mood ("no longer happy"), asthenia ("no longer energetic"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse") and libido decreased ("couple's level of sexual intimacy sharply declined"). The patient was treated with surgery (hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, menometrorrhagia, depressed mood, asthenia, dysmenorrhoea, dyspareunia and libido decreased outcome was unknown. The reporter considered abdominal pain, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased and menometrorrhagia to be related to essure. The reporter commented: plaintiff's husband state that the couple's level of sexual intimacy sharply declined after essure insertion as she suffered from painful intercourse. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils in place; fallopian tubes occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain; cramping") and genital haemorrhage ("unusual bleeding; heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("irregular periods/ irregular menstruation / prolonged menstruation"), depressed mood ("no longer happy"), asthenia ("no longer energetic"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse") and libido decreased ("couple's level of sexual intimacy sharply declined"). The patient was treated with surgery (hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, menometrorrhagia, depressed mood, asthenia, dysmenorrhoea, dyspareunia and libido decreased outcome was unknown. The reporter considered abdominal pain, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased and menometrorrhagia to be related to essure. The reporter commented: plaintiff's husband state that the couple's level of sexual intimacy sharply declined after essure insertion as she suffered from painful intercourse. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils in place; fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain; cramping") and genital haemorrhage ("unusual bleeding; heavy abnormal bleeding") in a 41-year-old patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, nausea, anxiety, hemorrhagic cyst, sinus congestion, uterine leiomyoma, adenoma and chronic cervicitis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 4 years 4 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/ pelvic area") and abdominal pain lower ("cramping/ lower abdominal"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular periods/ irregular menstruation / prolonged menstruation/ unusual periods"), depressed mood ("no longer happy"), asthenia ("no longer energetic"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), libido decreased ("couple's level of sexual intimacy sharply declined"), back pain ("back pain") and migraine ("migraines"). The patient was treated with surgery (hysterectomy,salpingectomy laparoscopic(right), cystoscopy, salpingo oophoroplasty laparoscopic(left). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, menometrorrhagia, depressed mood, asthenia, dysmenorrhoea, dyspareunia, libido decreased, abdominal pain lower and migraine outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, asthenia, back pain, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menometrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff's husband state that the couple's level of sexual intimacy sharply declined after essure insertion as she suffered from painful intercourse. Complete coils protruding into uterine cavity: right= 4, left= 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure coils in place; fallopian tubes occluded pregnancy test - on (B)(6) 2010: negative. Ultrasound pelvis - on (B)(6) 2015: uterus is retroverted, 2 fibroids, ovarian cyst; on (B)(6) 2015: stable right ovarian cyst . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: cramping, pain, menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs and medical record received. Reporter's information was added. Events added: pain, cramping, back pain, migraines. Outcome of pelvic pain and back pain was updated to recovered/ resolved. Concomitant diseases and lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.